Manufacturer narrative:
Note: this complaint is a duplicate. Reference MDR#2023826-2017-01033. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Conclusion code: off-label use [over 45 years of age at time of implant ((B)(6))] (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, diopter -11.5 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a longer lens due to the patient experiencing low vault and lens rotation. The problem was resolved. As of the date of MDR submission, the lens has not been returned for evaluation.